Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the cartridge area, ensure proper attachment, and follow on-screen instructions. They successfully completed the load process and resumed insulin delivery.